Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina, ischemia, and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the xience v stent was implanted via direct stenting, it should be noted that the xience v IFU states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter of appropriate length and diameter for the vessel/lesion to be treated. In this case, the reported IFU deviation does not appear to have directly caused or contributed to the reported patient effects that occurred after the index procedure.

Event description:
It was reported that approximately thirty two months post direct stenting procedure in the mid right coronary artery with one 3.0 x 12 xience v stent, the patient presented to the emergency room with chest pain with shortness of breath and was hospitalized. The cardiac enzyme (creatine kinase level) was slightly elevated, the EKG was normal however, the functional ischemia study was positive demonstrating myocardial ischemia. The patient underwent percutaneous coronary revascularisation with a xience v stent on (B)(6) 2011 for 80% in-stent restenosis. The patient's condition resolved on (B)(6) 2011 and the patient was discharged on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.